Event description:
This report summarizes one malfunction. A review of the reported information indicated that an atg80146 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from one source. The retraction problem involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation is confirmed for the identified weld break, as the balloon was shown to be welded to the catheter shaft before breaking. The investigation is inconclusive for the reported retraction issue, as the sheath was not returned and no damage shows retraction issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation identified retraction issues. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an atg80146 pta balloon dilatation catheter allegedly experienced a retraction problem. This information was received from one source. The retraction problem involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.